Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was being moved more medial. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up will be sent if additional info becomes available.